Manufacturer narrative:
The manufacture date of this electrode was february 2, 2016. The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
Boston scientific received information that this patient advocate contacted latitude customer support (lcs) on (B)(6) 2016 to report that this patient had 'a wire sticking out'. The patient was enroute to the clinic for evaluation. On (B)(6) 2016, the patient advocate contacted latitude patient support (ps) to inquire if data had been transmitted today. Ps informed the patient advocate that the last data transmission occurred on (B)(6) 2016. The ps consultant explained on the communicator operates. Boston scientific received information on (B)(6) 2016 that this patient was seen and admitted into the hospital on (B)(6) 2016 for possible infection of the 'surgical site'. The patient's medical history was significant for a reported fontan procedure. The date of this procedure was not reported. The patient was given antibiotics and no surgical intervention of the sicd system was reported.

Event description:
Boston scientific received information from the local representative that the patient's incision had opened up again. The device and electrode were not explanted at this time. The patient was discharged with in-home IV antibiotics.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on march 7, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Event description:
Boston scientific received information from the local representative that the patient's incision had opened up again. The device and electrode were not explanted at this time. The patient was discharged with in-home IV antibiotics.